Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).

Event description:
The customer observed falsely elevated sodium results for two patients on the alinity c processing module, serial number (B)(6). The samples were repeated with lower results. The following data was provided: sid (B)(6), initial result = 198 repeat result = 142. Sid (B)(6), initial result = 161 repeat result = 143. Reference range = 135-145 meq/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated sodium results for two patients on the alinity c processing module, serial number (B)(6). The samples were repeated with lower results. The following data was provided: sid (B)(6) initial result = 198 repeat result = 142. Sid (B)(6) initial result = 161 repeat result = 143. Reference range = 135-145 meq/l no impact to patient management was reported.

Manufacturer narrative:
Service inspected the module, performed troubleshooting including replacement of the ict 1ml syringe, and check valves. Service determined the ict probe the cause of the result issue and replaced the part. Part replacement resolved the issue and issue resolution was verified with a successful qc run. No additional discrepant result issues have been reported since the activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the ict probe did not identify any increased complaint activity associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6) or the ict probe.